Event description:
It was reported to philips that the system did not start. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer and confirmed the reported issue. After reviewing the log, it is found that, the x-ray-pc did not start and malfunctioning x-ray-pc. Upon troubleshooting, on onsite visit, fse found that the issue was traced to a faulty internal power supply in the image processing pc (x-ray pc). To resolve the problem, fse replaced the x ray pc and restoring the backup and return the part for further analysis and it found the failed component was power supply unit. After replacing the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.